Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. Identification of issue has been done by analyzing problem description, device¿s logs and related support case (B)(4). The reported issue has been resolved without replacing any parts. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).